Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided.

Event description:
The customer complaints that the abutment unscrewed in patient's mouth. As the patient has a crown the implantologist had broke the crown as the head of the screw didn¿t move, he had to polish the head of the screw and then broke the crown and the abutment.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. The product involved on the scope of the complaint was not returned for investigation, therefore, the physical product could not be inspected and functional testing to recreate the reported event could not be performed due to the nature event. However, the investigation has been performed based on the available information and the investigator performed a review of the device history record (DHR) of the eda, a review of the DHR of the screw (iunihg) and a review of the images sent by the customer. After concluding mentioned activity, the following information about the complaint case was confirmed: the DHR review for the eda and the DHR review for the screw (iunihg), were completed and it was confirmed that all operations and inspections were executed as per applicable procedures. No unauthorized deviations or non-conformances, which could cause or contribute to the reported event, were documented as part of the dhrs. Images about the complaint event were supplied by the customer and reviewed by the investigator. As a result of the review, malfunction could not be confirmed with the images provided. A complaint history review for iunihg and lot: 1249002 was also performed and confirmed that there are no additional complaints for the reported product. Furthermore, the document biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019, has been reviewed and confirmed that identifies the contraindications, warnings, precautions and potential adverse events associated to the products. Therefore, per the applicable IFU, it is stated that overloading and improper technique may lead to device failure such as screw loosening.

Event description:
No further event information is available at the time of this report.